Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported on 18-oct-2024 that the patient observed infusion set got leaked from the infusion site which led to high blood glucose level. The patient had taken bolus to treat it. Duration of infusion set in use was 2 days. This event had occurred on (B)(6) 2024. No further information available.